Manufacturer narrative:
The failure investigation has been completed and the data error issue was verified; however, the wake button issue was not verified.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. In addition, the pump wake button was intermittently responsive to presses. The customer¿s blood glucose was 140 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.